Manufacturer narrative:
Device passed functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarm noted during testing. Pump error 53 alarm found in the device history due to software error. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 400 mg/dl. The customer treated with the manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer performed high pressure test and it was failed. Customer also stated that the insulin pump had drive count or time values or changes incorrect for moving or coasting. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. Customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.